Event description:
Device issue: stretched tip. Time of device issue: during procedure. Adverse event: occlusion. It was reported that during the procedure in the right coronary artery, the balance middleweight guide wire was advanced. It was observed that the tip of the guide wire was stretched and the guide wire was removed from the anatomy. Upon removal, an occlusion was noted. The vessel was recanalized and the procedure was completed successfully. There was no adverse pt sequela. No additional info has been provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.